Event description:
According to the customer's allegation, the user of the accu-chek instant test strips reported that she made a comparison with two different accu-chek instant meters. One meter is owned by the customer, the second meter is owned by the neighbor of the customer. The customer received a blood glucose result of 70 mg/dl on her accu-chek instant system and then tested on her neighbor's accu-chek instant system and received a reading of 110 mg/dl; both results were obtained within 15 minutes. At the time of the event, the user mentioned that she felt unwell and was sweating, but she took her insulin and recovered. It is unknown if the same vial of test strips were used to obtain both readings.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.